Event description:
The complainant reported that the clinician was performing a therapeutic sub urethral sling procedure on a female patient. The complainant indicated that during the surgeon's first attempt to deploy the device, he manipulated the anchor, but it came off the shaft's tip without the surgeon using the deployment mechanism. The physician then was able to remove the entire implant in its entirety. The clinicians then obtained another device and successfully completed the patient procedure.

Manufacturer narrative:
The lot number is not known; therefore, the device manufacture date and expiration date cannot be determined. Information supplied in section f was completed by the manufacturer, based on information obtained from the complainant. The device has been disposed of by the user facility. An evaluation cannot be performed; therefore, a failure analysis is not available.